Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat mixed urinary incontinence, urinary frequency and urgency, and pelvic muscle weakness. The patient underwent the concurrent procedures of a total abdominal hysterectomy and left salpingo-oophorectomy during mesh implantation. The concurrent procedures physician inadvertently performed a cystotomy which was repaired by the physician. It was reported that following insertion the patient experienced incomplete emptying and need for self catherization post void at night. It was reported that the patient underwent mesh revision on (B)(6) 2010 due to mesh eroded to the anterior vaginal wall at the level of the midurethra on the left side. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted (B)(6) 2010. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2010 for erosion and urinary problems. No additional information was provided. (B)(4).